Event description:
Related manufacturer reference numbers: 2017865-2018-12747, 2938836-2018-10101. During an implant procedure, there was decreased r-wave sensing amplitude noted on the device; therefore, the physician attempted to disconnect the leads to remeasure the sensing value, but there was difficulty loosening the right atrial (ra) and right ventricular (rv) leads from the header of the device. The device and both ra and rv leads were explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
. The reported event was set screw issue. As received, a complete lead was returned in two pieces. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Lead was able to be inserted and removed from the device with no anomalies noted.